Event description:
A nurse working in the hospital emergency room alleges that the devices caused her to sustain severe and permanent personal injuries and other damages related to contact with the device. No other details were reported.